Event description:
Per the clinic, the patient experienced skin overgrowth around the abutment site and was subsequently treated with topical steroid 2 times every day to the affected area (specific date and duration not reported). The implanted device remains.